Event description:
Injury to iliac artery sustained during coronary stent maneuver. Coronary stent became lodged in artery. During attempt to remove it, injury occurred to the iliac artery. Emergent open surgery to repair tear. Pt expired four days post-event. Stent was not retrieved intra-operatively.